Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a pocket infection. The patient complained of pericardial chest pain. Echocardiography showed a pericardial effusion. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.